Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient's shocking started initially when they first got the device on (B)(6) 2014. The shocking went away for a long time. There were no falls or trauma that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.